Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Complaint was initially reported via e-mail and customer's wife was contacted by telephone. Customer reported that the needles on the 31g syringes were bent. The package was not open or damaged when received by the customer. The customer has been using the product for 2-3 weeks. Customer reported that they had made 7 multi-box purchases of the syringes and had 1 box left; caller was concerned about the last box because there were more of the syringe needles bent in that particular box. Caller confirmed the customer did not use the bent needles; once the protective cover was removed and they had determined they were bent, they had discarded those syringes. The customer feels well and did not report any symptoms. Customer did not claim to be injured when using the syringes and no medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation - customer had returned an empty box of the trueplus single-use insulin syringes. Note 1: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 23-apr-2025: h6: updated FDA¿s type, findings and conclusions codes. H10: syringes were not returned for evaluation - customer had returned an empty box, scrapped empty box. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-061: improper use/mishandled by end user.